Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the first firing on a laparoscopic segmentectomy, the device was not able to fire. The surgeon decided to complete the case with suture. There was no patient injury.